Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a bad tube release was not confirmed or reproduced during product evaluation. After evaluation from the quality engineers, it was found the "bad tube release" was addressed by the failure code 814:04. The root cause was assigned to a loose/disconnected air in line printed circuit board (ail pcb). The ail pcb was recalibrated to fix the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed that this device was not previously serviced for the reported condition. A device history review was performed with no exceptions during manufacturing found.

Event description:
The facility reported a colleague infusion pump with "bad tube release." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.